Event description:
A physician implanted a single lead occipitally and an ipg in the patient's right chest in 2005. The patient reported that in 2007, she felt that her ipg was not operating properly, so she turned it off and had not used it since. The patient reported that in 2008 while rolling over in bed, she heard and felt a popping sensation in her chest at the ipg site. The following month, the patient's doctor's office asked her to get an x-ray of the system. The patient received the x-ray of her system on 05/2008. On the next day, the patient reported feeling a burning sensation and seeing skin discoloration at the ipg pocket site. Dime-size discoloration was reported during an emergency room visit that continued to grow in diameter. On the following day, the physician removed the ipg which was reported to exhibit signs of deterioration. It was reported the patient's skin at the entire pocket site was discolored. The physician also removed the lead and any debris from the ipg pocket site. Follow up with the patient found her to be doing well. A plastic surgeon later repaired the ipg pocket.

Manufacturer narrative:
Evaluation: additionally, device history record and sterilization record were reviewed. Results: all records were reviewed and were found to meet specifications. Conclusions: the device was returned for evaluation which is still in progress. A final report will be submitted when the evaluation is completed. Ans inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans inc. Defers to the patient's physician regarding medical history.